Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 297 mg/dl, 149 mg/dl, and 156 mg/dl when all tests were performed within 10 minutes on the compact plus system. Reporter stated the customer had taken 7 units of novolog insulin about an hour prior to the tests. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.